Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was one 19g safestep infusion set w/ y-site. A gross visual inspection of the returned unit found no damage or defects to the components. The unit was leak tested by flushing both the proximal luer and y-site with water using a luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed.

Event description:
It was reported I was performing a port lab draw and noted that the upper lumen was leaking. Flush was attached to lower lumen, normal saline flushes and blood draw through lower lumen. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.